Event description:
Customer reported that insulin gauge displayed an amount of insulin different from what was expected earlier in the day. There was no adverse impact to the customer¿s blood glucose level. The customer loaded a new cartridge to resolve the issue, and was advised to call back for troubleshooting if the problem reoccurs.